Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the functional test. The rse evaluated the device remotely, and it was determined that the user did not follow the correct procedure of the functional check. The user was provided training on use and maintenance of the device. The device was returned to full functionality after properly performing the functional check. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and was returned to service the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.